Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The distal conductor was fractured. There was blood/body fluid on several conductors (not obstructed), exposed defib coil white substance, outer onverlay tubing white substance, outer insulation cosmetic depression, blood in/on helix/lobe mechanism (sleeve head) and helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an implanted defibrillation lead had an apparent fracture, oversensing and measured high impedance. The lead was removed and replaced. No patient complications were reported due to this event.